Event description:
During transnasal transsphenoidal (tnts) surgery, the physician used the bay probe insulated blue with spring (bovie stick) inside the patient's nose. Physician noted a burn on the patient's left base of the nose, about 1 cm. Physician inspected the bay probe insulated blue with spring; there were two holes in the insulation.